Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure while manipulating the tissue, a broken cable on the fenestrated bipolar forceps instrument was noted. Reportedly, a fragment fell into the patient and was retrieved during the same procedure. The procedure was able to be completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument to perform failure analysis. The fbf instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the backend pulleys. There was no discoloration, corrosion, or contamination on the cable. Further inspection found scratch marks and abrasions at the distal end of the instrument's main tube. The instrument was found to have a broken main tube approximately 1.580" from the distal tip. A piece measuring proximately 0.207" x 0.274" was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling. The main tube was found to have scratch marks and abrasions.

Event description:
Refer to h11 for follow-up information.